Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetics educator reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose and low blood glucose level on (B)(6) 2019 with blood glucose of 1300 mg/dl. Customer's other blood glucose level was 1800 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose and low blood glucose level episodes. Troubleshooting was not performed. The insulin pump will not be returned for analysis.